Event description:
The dealer states the power switch will not activate the alarm. Was with a patent 15729 hours no additional information. Additional non-reportable malfunction for this device; the dealer alleges the 4 way valve is not shifting.